Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 10.5, 119.0 and 121.5 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered, and subsequently, offset coil winds may occur. During the functional test, resistance was encountered while attempting to advance the returned smart coil through a demonstration microcatheter as the offset coil winds bunched up inside the hub of the microcatheter, and the smart coil could not be advanced any further. Further evaluation of the returned smart coil revealed kinks along the pusher assembly. These kinks were likely incidental to the reported complaint. The root cause of the resistance experienced after advancing the smart coil to the distal tip of the microcatheter could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery using penumbra smart coils (smart coils) and non-penumbra microcatheter. It was noted that the patient¿s anatomy was severe and highly tortuous. During the procedure, the physician experienced resistance after advancing a smart coil to the distal tip of the microcatheter and, therefore, the smart coil was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.